Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported an arteriotomy closure of the left common femoral artery was attempted with three proglide devices using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was removed, only one suture was present. The same issue occurred with all three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18fr, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Correction: visual inspections were performed on the returned device. The reported cuff miss was confirmed. H6: component code - 4755 removed.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.